Event description:
Reportable based on additional information received (B)(4) 2013. It was reported that failure to cross the lesion occurred. The 80% stenosed, eccentric, de novo, 38 mm long and with 3.0 mm in vessel diameter, target lesion was located in the moderately tortuous and moderately calcified posterior descending artery (pda). The lesion was noted to have a significant bend <= 45 degrees. The target lesion was pre-dilated which resulted in a residual stenosis of 20%. A 3.50x32mm promus element drug-eliting stent was advanced but would not cross the lesion. The procedure was completed with the implant of 2 non-bsc stents. No patient complications were reported and the patient status is stable. However, additional information received reports that after many attempts to cross the lesion, the stent dislodged from the balloon and was removed from the patient with a snare.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was received for analysis. The stent had detached from the catheter, and was lodged on the distal end of what appears to be the distal section of a guidewire measuring approximately 40 cm in length. The stent was severely stretched and damaged throughout the full length. The tip of the catheter was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. The balloon was tightly wrapped and was not subjected to positive pressure. Stent crimp marks were clearly visible. The proximal inner and distal outer were kinked/ flattened at 141 mm from the tip. Traces of blood were visible in the guidewire lumen indicating the device was used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).